Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headache and cough. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The dreamstation pro device was returned to the third-party service center for further evaluation. During evaluation, the third-party service center could not confirm the customer's allegation and there was no visible foam degradation. The device passed final testing and was corrected. Sections d4, g1, h2, h3, and h6 have been updated in this report.